Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a pre-discharge evaluation. Upon review, it was discovered that the right atrial lead exhibited failure to capture and failure to sense. An x-ray was performed, and it was noted that the lead dislodged. The lead was successfully repositioned. The patient was in stable condition.